Manufacturer narrative:
(B)(4). PMA/510k #: k170622. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported when the cook bakri postpartum balloon with rapid instillation components was inserted they noticed that the bakri was burst. It was reported that the balloon had been filled with 500 ml of water. Another bakri was used to complete the procedure. It was reported that the patient did not experience any adverse effects due to this occurrence. Requests were made for additional information regarding patient demographics, relevant health history including pre-existing conditions, gestational weeks the patient had completed, detailed description of the procedure, the amount of blood loss experienced by the patient, and if blood or blood products were given to the patient, however the customer has not provided any further information.

Event description:
It was reported when the cook bakri postpartum balloon with rapid instillation components was inserted they noticed that the bakri was burst. It was reported that the balloon had been filled with 500 ml of water. Another bakri was used to complete the procedure. It was reported that the patient did not experience any adverse effects due to this occurrence. Requests were made for additional information regarding patient demographics, relevant health history including pre-existing conditions, gestational weeks the patient had completed, detailed description of the procedure, the amount of blood loss experienced by the patient, and if blood or blood products were given to the patient, however the customer has not provided any further information.

Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was performed. The investigation also included review of complaint history, the device history record, drawings, quality control data, and trends. Additional information could not be obtained as the site declined to provide any additional information. One device was returned for investigation. A functional test was performed by inflating the balloon with water. No leaks or ruptures were noted. The balloon material appears to be still intact. The inflation tube has no leaks. The customer¿s difficulty could not be recreated. The device history record was reviewed and noted there were no non-conformances that would have contributed to reported incident. A review of complaint history revealed this is the only complaint associated with the complaint device lot number 8283287. A review of relevant manufacturing documents was conducted. This device is 100% inspected visually for surface imperfections and functionally tested for leaks, inflation, and deflation. The returned balloon performed normally. It was not ruptured and had no leaks. The complaint was not confirmed. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.